Event description:
A pt reported experiencing inaccurate erratic results with an ot basic original meter. The pt's blood glucose results were 132mg/dl, 145mg/dl, 198mg/dl (in the reported issue notes it states, "customer guessing at readings"). Tests were done within 11-20 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. No further info has been reported. Note - customer's applying blood technique incorrectly.